Event description:
It was reported that a pt underwent colon surgery on (B) (6) 2009 and suture was used on the abdominal wall. On (B) (6) 2009, the pt presented with a burst abdomen and underwent a re-operation to close the abdomen.

Manufacturer narrative:
(B) (4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.